Manufacturer narrative:
Device received with unresponsive down arrow button, problem isolated to keypad assembly. Device received with cracked select button keypad overlay and display window cover damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had cosmetic damage and keypad was not responding. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.